Event description:
Customer reported issues with battery wear. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting due to expired warranty and pump requiring more frequent charging, indicating mechanical malfunction. The pump could not be repaired or replaced.